Event description:
It has been reported to philips that, because of the broken ECG connector, the 3-lead ECG cable can not be plugged in.

Event description:
It has been reported to philips that, because of the broken ECG connector, the 3-lead ECG cable can not be plugged in.